Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results of 278 mg/dl,166 mg/dl,182 mg/dl,240 mg/dl and 278 mg/dl as compared to another meter's results of 212 mg/dl, 130 mg/dl, 157 mg/dl, 235 mg/dl and 224 mg/dl. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.